Event description:
It was reported that the insulin pump was exposed to water, the device alarmed multiple no deliveries, and the customer experienced high blood glucose levels. The customer stated that she had been receiving insulin, but she could smell insulin on the device. She treated the high blood glucose with manual injections, after which the blood glucose reading was 108 mg/dl. She stated that she felt as though she may need to go to the hospital, feeling dizziness, nausea, stomach pain, and difficulty breathing, as though she would fall over. She stated that the insulin pump was submerged in water while she rode an amusement park ride. She noted that the insulin pump alarmed button error after its exposure to moisture. The light also would not come on. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.